Manufacturer narrative:
The device was not returned for analysis. Production record and complaint handling system reviews could not be conducted because the lot number was not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to difficult to remove vessel, include, but not limited to tissue, calcification or suture caught in foot, device interaction with patient anatomy. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Corrections: b1 - adverse event/product problem: updated from adverse event, product problem to product problem b2 - outcomes attributed to ae: updated from required intervention to na.

Manufacturer narrative:
. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of the mildly calcified right common femoral artery with prostyle devices using the pre-close technique prior to an interventional transcatheter aortic valve replacement (tavr) procedure. Reportedly, with the first device, a cuff miss [suture retrieval issue] occurred. With the second device, the foot plate would not come down as it remained in the open/deployed position after successful suture deployment. The device was successfully removed after increasing the angle at which the device was being withdrawn. The suture of this device was successfully pre-placed prior to device removal. With the third device, there was difficulty removing the device after deploying the suture. The suture was successfully pre-placed and remained intact after successful removal of the device. The sheath was upsized to a 14f sheath, and the tavr procedure was completed. Hemostasis was achieved with the two pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.